Event description:
Pt transferred here for emergent cardiac catheterization and placement of temporary transvenous pacemaker. Presumptive diagnosis: acute inferior myocardial infarction complicated by complete heart block and hypotension. At time of transfer pt was experiencing chest pain. Upon arrival pt was awake and almost free of chest pain. Bp was 110/64 hr 91. A diagnositc 8 fr jr4 catheter was placed in the ascending aorta without engagement to obtain cineangiographic views, utilizing omnipaque non-ionic contrast solution. Approx 150 cc were utilized in localizing the artery, clearing catheter and obtaining the angiograms. A second 150 cc bottle of omnipaque contrast was connected to manifold tubing and any air within the line was cleared. The diagnostic right cath was exchanged over a wire for an 8 fr judkins left 4 guide catheter, with which the left coronary ostium was engaged. Md was manipulating the catheter and performing hand injections of contrast. Two cineangiographic views were obtained revealing critical coronary stenosis only of the dominant ciricumflex branch. Thrombus was noted. An add'l agnulated view was then set up, utilizing small hand injections of several milliliters of contrast to visualize the artery while the picture was framed and angles adjusted. At this point a quantity of air was injected into the left main coronary and bubbles of air were visualized traveling out the left anterior descending and circumflex branches. Manifold system and in-line tubing leading from the bottle of contrast, at its connection with the top of the 3-way manifold (luer-lock connection) was found to have loosened, allowing air to be aspirated into the syringe.